Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats thoracic procedure, the gun jammed at the end of the first stroke (not sure it was complete). The staplers were not closed (u shape). Procedure prolonged ten minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.